Event description:
It was reported that stent detachment occurred. A 12 x 2.25 promus premier drug-eluting stent was advanced for treatment. However, during the procedure, detachment of the stent was found. The device was removed. There were no patient complications reported and the patient's condition was stable.

Manufacturer narrative:
Device is a combination product. (B3) date of event: used the 1st day of the month of the bsc aware date since event date was not provided. A promus premier ous mr 12 x 2.25 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found evidence of stent damage, with struts on the proximal end lifted and bunched distally. The undamaged crimped stent outer diameter was measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks and a break 575mm distal to the distal end of the strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent detachment occurred. A 12 x 2.25 promus premier drug-eluting stent was advanced for treatment. However, during the procedure, detachment of the stent was found. The device was removed. There were no patient complications reported and the patient's condition was stable. It was later confirmed that the break occurred inside the patient during the procedure.

Manufacturer narrative:
Device is a combination product. (B3) date of event: used the 1st day of the month of the bsc aware date since event date was not provided. A promus premier ous mr 12 x 2.25 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found evidence of stent damage, with struts on the proximal end lifted and bunched distally. The undamaged crimped stent outer diameter was measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks and a break 575mm distal to the distal end of the strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product. Date of event: used the 1st day of the month of the bsc aware date since event date was not provided.

Event description:
It was reported that stent detachment occurred. A 12 x 2.25 promus premier drug-eluting stent was advanced for treatment. However, during the procedure, detachment of the stent was found. The device was removed. There were no patient complications reported and the patient's condition was stable.